Event description:
A male patient, was implanted with a gore propaten vascular graft in 2007. A below-knee bypass procedure was performed from the superficial femoral artery to the popliteal artery (right leg). The graft lost primary patency due to thrombosis within 30 days. It was found to maintain its secondary patency at the 3rd month. The patient had a wound infection (second intervention); a reocclusion and a thrombectomy. An amputation was done at the 5th month.

Manufacturer narrative:
The initial reporter is not the implanting physician. The name of the implanting physician has been requested.